Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon was concerned of z9002 monofocal intraocular lens (iol) would not center in the right eye (od) due to patient's anatomy. The doctor opted to remove and replace with non-jnjsv (johnson & johnson surgical vision) product. It was noted that incision enlargement was performed to remove the lens. However, there was no patient injury as the patient is doing fine post-surgery. Product is expected to be returned. No additional information provided.

Manufacturer narrative:
Corrected data: in the initial MDR 2648035-2018-01222 the product code was incorrectly entered as hno. The correct code is hql. (B)(4). Additional info: device available for evaluation? Yes. Returned to manufacturer on: 09/28/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed loose particles and lubricant material residue on the lens surface. The haptics were distorted, which could be related to the handling of the lens during the removal process. The customer's reported complaint was verified, however, there was no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in the supplemental MDR 2648035-2018-01222, the conclusion code was inadvertently not populated. The field was updated accordingly. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.